Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system. The customer¿s blood glucose level was 272 mg/dl. Customer was stuck in the rewind process. Customer treated with manual injection. The drive support cap was sticking out. Advised customer to revert to back up plan per hcp instructions and pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with compromised forced sensor error alarm during basic occlusion test and unable to prime at 4.0 pounds during prime test due to loose/protruded drive support disk. Unit was received with missing end cap sticker, cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, broken battery cap, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and scratched reservoir tube window.